Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported swollen battery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery has become swollen.

Manufacturer narrative:
In a follow up call with the patient on (B)(6) 2024, it was reported that the pdm no longer holding a charge and that it had to be plugged in for it to work.